Manufacturer narrative:
Final analysis found that the proximal and distal insulations were abraded and all five wires of the proximal coil were fractured at 27 cm from the connector pin, due to clavicular crush.

Event description:
It was reported that a chest x-ray revealed clavicular crush damage to the lead. When the pocket was opened, there was a visible insulation tear. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.